Event description:
I was diagnosed with pyoderma gangrenosum in 2013. In 2019 I had my smooth saline breast implants removed and started healing and have been in remission since. Ref report: mw5164570.